Event description:
The customer reported for baxter (B)(4) of two interlink system buretrol add-on set where the tubing broke. This incident occurred prior to use. No patient injury or medical intervention associated with this event. The sample is available for evaluation. No other information is available.

Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2010. An actual sample was submitted for evaluation for the reported condition of broken tubing. A visual inspection of the sample confirmed the tube had a cut. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition is attributed to the set changing orientation during machine indexing in the packaging process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.